Event description:
The patient was revised because of loosening, sleeve only had fibrous ingrowth.

Manufacturer narrative:
Examination of the submitted product confirmed the reported fibrous tissue in-growth. There is no visual evidence of bony in-growth. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the lack of bony in-growth. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.